Event description:
It was reported that the pump issued alert 38 for consecutive stalled motor after a restart when the ilet user attempted to fill tubing and was unable to proceed, followed by successful tubing fill after removing and reinstalling the cartridge. The user had attached the adapter to the cartridge before placing the cartridge in the pump, which constituted an incorrectly attached infusion set connector. There were no reported symptoms or change in blood glucose. Outcomes included completion of troubleshooting and user education. Investigation included guided troubleshooting and education on correct cartridge, adapter, and tubing replacement steps. Investigation of this case revealed an incorrectly deployed infusion set connector and an assembly sequence error that interfered with pump operation, which resolved after correct reassembly. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and handling.